Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was explanted as the patient developed wound dehiscence. Blood cultures were taken; however, the results are unknown. There were no additional adverse patient effects reported.